Event description:
The customer stated the phosphorus calibration failed and the quality control was out of range low when using a new phosphorus reagent assay on the architect c8000 analyzer. There was no impact to patient management reported.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4)

Event description:
Per the audiologist, reportedly the patient never performed very well; however, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2010 indicated no evidence of malfunction of the receiver stimulator with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.